Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for suspect suretrak2 medium clamp. No parts have been received by manufacturer for analysis. No parts were replaced. No further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic representative received a report from a site that their suretrak medium clamp had a stripped screw. No further details regarding the damage, or how it occurred, were provided. The site had a back-up clamp that can be utilized. There was no patient present when this issue was identified.